Event description:
The customer generated erroneously elevated troponin I (accutni) results from an access 2 immunoassay analyzer part of a unicel dxc 600i synchron access clinical system. The customer had reported that there was an unspecified change to treatment for the second emergency room patient (patient ID #(B)(6)) as a result of the initial erroneously elevated result.

Event description:
The customer reported generating erroneously elevated troponin I (accutni) results for 3 patients from an access 2 immunoassay analyzer part of a unicel dxc 660i synchron clinical system. The customer stated that one of the patients was transferred to the cardiac catheterization laboratory and a catheterization was performed; please see medwatch #2122870-2012-01915, for the report on the patient which had a catheterization performed. This report is for the other two patients. The customer stated that one of the two patients was an emergency room (ER) patient who recovered an accutni result of 0.12 ng/ml. The result is considered positive as the customer cutoff is set at 0.06 ng/ml. The doctor had asked for the sample to be rerun and an accutni result of 0.07 ng/ml was obtained. The customer had stated that it is unknown of whether there was any change to this patient's treatment. The customer reported that a third non-ER patient recovered an accutni result of 0.13 ng/ml. Upon rerun, a result of 0.04 ng/ml was obtained. This patient was also tested on their I-stat and recovered a negative (0.0 ng/ml) result. The third patient results were not reported outside of the laboratory and no change or delay of treatment had occurred. The customer had indicated that all troponin samples are collected in lithium heparin plasma gel separator tubes. The samples are then spun for 10 minutes at 3000 rpms and placed onto the closed-tube aliquoter (cta) for processing. Three levels of qc are run once per day and were within range. The customer had repeated qc after the third questioned result and qc was within range. The customer currently does not have a standard repeat protocol for positive troponin results. Beckman coulter field service engineer (fse) was dispatched but did not discover any significant findings while onsite. The fse performed a system check, verified alignments, recalibrated troponin and completed a successful precision run. The cause of this event is unknown. Patient information for the second patient was not provided by the customer. Accutni reagent part number a78803 and lot number 224072 and accutni calibrators part number 33345 and lot number 222575 were used in conjunction with the analyzer.